Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity (reported as four batches) of 5000ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bags leaked at the spike port. The event occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between july 19, 2018 - july 23, 2018. The actual device was not available; however, one companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.